Manufacturer narrative:
The date of event was unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error was due to fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a communication error during an unspecified procedure involving an olympus gastrointestinal videoscope. The customer suspected the cause of the error was due to fluid invasion. There was no patient involvement.